Event description:
It was reported that the ilet touchscreen cracked after the device fell from the patient¿s pocket, resulting in an unusable screen and inability to unlock, while the device otherwise powered and functioned. Symptoms included no injury. Outcomes included need for device replacement and interruption of normal device interface use. Investigation included a review of manufacturing records and service history, as well as an assessment of user-reported event details. Investigation of this case revealed damage consistent with accidental physical impact to the touchscreen assembly. It was concluded that the event was due to physical damage unrelated to device manufacturing or design.